Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 388 mg/dl; treated with manual injection. Customer had called earlier for assistance to change the set and stated that blood glucose level has been high since starting insulin pump therapy on (B)(6) 2015. Customer was advised to disconnect at the quick release and perform fixed prime; the insulin did not exit the tubing. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. Customer was advised to reinsert the reservoir and run manual prime until, insulin exits. Customer was explained the alarm was caused by a set/reservoir occlusion. Customer stated they have scar tissue from using manual injections.